Event description:
Pt has ICD follow up locally. She called here in 2004 stating her physician told her that one of her leads is broken and she wished for facility to advise. She was seen here and admitted to hosp 2 days later. Shock impedence out of range - x-ray shows fracture of svc lead. Lead replaced - fractured lead capped. Upgrade to pectoral system. She also received 3 inappropriate shocks.